Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Cannula slips out of the body when customer sleeps. The adhesive surface seems not o.k. Customer¿s mother informed us that sometimes the glue is sticking firmly and other times the glue sticks not enough. This problem happened with 5 cannula of the pack. Customer will send the last three infusion sets. No adverse event alleged. A request was made for the return of the device.